Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that patient death has occurred. During flx pro procedure versacross access solution kit was selected for use. Tenting was done on the septum inferiorly and posteriorly and the versacross crossed without any rf being applied. Versacross pigtail wire went into the appendage. The wire was pulled back successfully into the vein to bring the versacross fixed sheath across. At this time the physician noticed a large pericardial effusion and blood pressures were dropping. Pericardiocentesis tray was used to tap the pericardial space and called a code. A few minutes later surgical back up was in the room. Chest compressions were done for about 45 minutes, and blood transfusion was done, but the patient's blood pressure never stabilized. The official cause of death was cardiac tamponade. The device is not expected to be returning as it has been disposed.